Event description:
Our affiliate is reporting the following to us: ¿during a rotator cuff repair procedure, the surgeon deployed the first versalok (lot#: 3716474) and it did not catch the patient&apos;s bone. The surgeon opened a new tunnel and deployed a second versalok (lot#: 3698452), it also did not catch the patient&apos;s bone. The surgeon did not continue with the repair (it was a reinforcement anchor¿). There is no adverse consequence to the patient reported (according to the surgeon, he is satisfied with his work and the patient¿s prognosis is good.). Both devices were discarded because they are contaminated with blood.¿ this caused a 45 minute delay in the procedural time. Because of the 45 minute delay to the procedural time, we are filing a report to document the event. Also see associated MDR 1221934-2013-00376.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.